Event description:
I received a philips respironics dreamstation 2 CPAP (continuous positive airway pressure), which was a replacement for my dreamstation1 that was recalled. After using the device approx. 6 months, the device seemed to start overheating & evaporating all the purified water out of the humidifier reservoir. My humidity settings were always set to a low setting of 2-3 and this was a new issue. I lowered the setting to see if it would help the problem. After that, I started to wake up with a smoke taste in my mouth and developed a cough. I discontinued use of the device and am seeking a different brand of CPAP due to philips quality control issues and recall history. Reference report: mw5153684.